Manufacturer narrative:
Product event summary: the device was returned and analyzed. The transformer was open or had an electrical discontinuity. Analysis of the hybrid revealed the inability to charge the therapy capacitors was caused by solder joint fractures on the transformer. Evaluation of the hybrid charge and delivery circuitry found no anomalies beyond the fractured transformer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) implant, the device was dropped by the healthcare professional when opening to the sterile field and fell to the ground inside the inner sterile packaging. Upon hitting the ground, the crt-d let out the alert tone for approximately three seconds. The crt-d was still in its inner sterile packaging, so it was opened to be used. It was confirmed that there were no magnets near the location where the crt-d was dropped that could have set the tone off.  The physician connected the header to the leads without implanting the device in the patient. The field representative had to make a programming change before confirming device connections and measurements. When selecting "program" the "device data reset" warning appeared on the crt-d.  At that point, the physician was uncomfortable using the device, disconnected the device and asked for a new device to be used.  The crt-d was not implanted.  A new device was used.  No patient complications have been reported as a result of this event.